Event description:
Boston scientific received information that a review of this system's stored egms noted that patient had several nonsustained episodes of noise which were oversensed and resulted in short episodes of pacing inhibition. No inappropriate shocks were delivered and there were no adverse patient effects due to the pacing inhibition. A revision procedure was performed and the decision was made to replace this device and the associated right ventricular lead after careful examination showed no visible reason for the device to store noise.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Testing confirmed that the pin gauge test failed as the plastic flash protruding into the lead bore at the rear exit of rvtip setscrew block prevented complete insertion of a 0.065 pin gauge. Coagulated body fluid was noted in the rvtip area which was the result of a damaged rvtip sealplug. This damaged sealplug could have caused the noise issues observed clinically. Corrective action has been implemented for this issue. The device header was manufactured prior to the corrective action implementation date of (B)(4), 2010. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.